Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(6), alleging product distribution issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to have the closure seal broken on strip carton. A secondary issue was also noted; additional closure seals had been added to the strip carton. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips were tested and the primary complaint was not confirmed; however a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #3the information submitted in follow up 2 was incorrect. Follow up 2 stated the complaint was not confirmed and passed all testing, this is incorrect the test strips vial and previous failed testimng, the reason for the closure seals to be broken on the carton and vial was due to the vial being overlabelled by a third party.